Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. Its error was b30 which indicated there was the communication problem between the subject device and the video processor was displayed. Also the endoscopic image disappeared while the subject device was angulated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the scope communication error was displayed and the image of the subject device was not displayed, at the unspecified timing. There was no patient injury associated with this report.